Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there was a particle (> 1mm) that adhered to the cannula. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came with the plastic shield, but no packaging blister. A visual inspection was performed and the sample has a thin piece of plastic adhered to the needle about 1/8" from the needle tip. The photo provided shows a needle with no plastic shield. The needle has a foreign matter adhered towards the needle tip. It could be possible for this defect to occur when during preventative maintenance or cleaning a particle became loose. When production was restarted the particle ended up on the needle. Based on the investigation with the photo sample and returned sample analysis the symptom reported by the customer is confirmed. In order to help alleviate this defect, verification of cleanliness in the line after preventative maintenance now includes verification of a reviewer. A device history record review was completed for provided material number 305211, lot 8250854. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a "> 1mm" foreign particle was found on the cannula of the bd¿ blunt fill needle with filter. The following information was provided by the initial reporter, translated from (B)(6) to english: "the reason for the complaint was a particle (> 1mm) that adhered to the cannula. The filter needle could therefore not be used".